Manufacturer narrative:
On february 22, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 07, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the gel siltex mod-rnd 350cc breast implant had parallel lines of shell wear on the anterior aspect. Two (2) tears were identified, the tear a located in the anterior view, measuring approximately 0.6 cm. In addition, the implant had an area of siltex cracking on the posterior view and within the wear the tear b was identified, measuring approximately 1.0 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 04, 2022, mentor received additional information regarding the patient's explantation date and procedure . The customer explantation date is (B)(6) 2022. The patient's procedure was a breast augmentation revision. On january 07, 2022, mentor received additional information about the patient's date of birth. The patient's date of birth is (B)(6) 1967. All relevant fields have been updated since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture and swelling. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast surgery with a 350cc mentor memorygel breast implant and experienced capsular contracture (baker grade 4) and swelling on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.